Manufacturer narrative:
Concomitant medical products: 3065usc neuro adaptor implanted: (B)(6) 2013; 3023 mgu ipg implanted: (B)(6) 2013; 3095-10 neuro extension implanted: (B)(6) 2013; 309328 mgu lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.